Event description:
End users reported that he was by the sidewalk in his p7e folding power chair, thought he was in front of the curb, went over curb, into the parking lot. End user reported that he was hurt, sustained a tiny fracture in right tibia, tiny fracture on left knee (femur). Aches, pains, bruises. User will be in a knee brace until end of october.